Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while filling the cartridge, insulin came out of the septum. The user was able to successfully load a new cartridge. There was no impact to the user's blood glucose level.